Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed a internal battery error message and external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the failure to complete its internal self-test was due to a faulty/defective nrv while the internal battery error message was due to a battery controller software issue and the external battery communications lost alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The non-return valve (nrv) assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.